Manufacturer narrative:
Section h3, h4: additional information. Manufacturer's investigation conclusion: the report of a console issues and blank screen was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console. Per the log file, on (B)(6) 2019 the console was supporting a pump at a speed of ~5200rpm and a flow of ~4.3lpm and the system was up for over 210 hours. At approximately 11:56pm on (B)(6) 2019 the log file captured an active system alert:s3 fault which was triggered by an active sf_ifd_shutdown_detected fault (dark screen), confirming the reported event. Following this event speed dropped to ~4700rpm and the flow reading became blank in the log file with a reading of 0lpm. Although there was no flow reading, flow would have continued to be present in the circuit. The log file then captured active pump speed not reached:m5 and flow signal interrupted:f2 alerts as well as pressure 1 below minimum:p4 and pressure 2 below minimum:p5. The flow signal remained blank until the console was powered down at ~12:17am. The log file did not capture any events which would indicate that the motor overheated. As a result, the report of this issue could not be confirmed. The returned centrimag 2nd gen primary console was evaluated and tested by the service depot. The reported complaint could not be duplicated during their testing. The console was tested for an extended period of time with a test motor as well as with its related motor associated with this event. No flow issues were reproduced and the motor did not overheat at any point during testing. Routine battery maintenance was performed successfully to the console's battery. The console was functionally tested per the centrimag 2nd gen primary console service process and the console passed all tests. The returned console was found to function as intended. As a result, the root cause of the reported event could not be correlated to a console related issue. The serviced and tested console was returned to the customer site. Although the reported event could not be reproduced during testing, reports of similar events have been documented and corrective action has been initiated to investigate and address the issue. This investigation has determined that the event was related to the motor used at the time of the event. Similar reports have also been associated with reports of the motor operating at a high temperature, consistent with reported information. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is against the console. The motor is reported under MFR. Report #2916596-2019-02588. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the generation 2 primary console stopped functioning due to an overheated motor. The console and motor were exchanged. The device was in use on a patient but no adverse patient consequences were reported. No additional information was provided.